Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced bent cannula event on (B)(6) 2026 which led to bleeding at the site and high bg event with uspecified values. The patient was treated with insulin pen. No further information available.